Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. The customer blood glucose (bg) level was reported to be high with ketones on (B)(6) 2016; however, a specific value was not provide. The customer bloused via the pump, changed out site and went to the emergency room (ER) to address elevated bg level. While in the ER the customer received fluid and insulin intravenously. The customer left the ER 14 hours after arriving with a bg level in the high 200s (mg/dl). In addition, it was reported that the pump reset on (B)(6) 2016. The customer's bg level was impacted (405 mg/dl) with ketones. The customer delivered a bolus via the pump to correct elevated bg level. It was indicated that the customer would contact their healthcare provider to obtain alternate insulin therapy.